Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an error fault message. Technical services (ts) was consulted on how to interrogate the device, interrogation was successful, and ts recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d was explanted due to software issues. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an error fault message. Technical services (ts) was consulted on how to interrogate the device, interrogation was successful, and ts recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d was explanted due to software issues. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an error fault message. Technical services (ts) was consulted on how to interrogate the device, interrogation was successful, and ts recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and this crt-d was explanted due to software issues. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A memory error was recorded on 21 april 2022 and may 19 2022. Detailed analysis determined the root cause of the memory corruption appeared to be due to an issue with a digital integrated circuit component.